Event description:
As reported: "the prongs on the item are completely broken off."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.